Event description:
Case ID: 7001946293 case status: open summary: 8110 error 13-1033-149 (npi). Case notes: problem description (B)(6) 2018 06:51:20 (B)(6) assist(B)(6) to isolate problem fault to logic board for repair/replacement. Serial number (B)(6).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process a review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service unrelated to the complaint or service history. A complete quality notification review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure and previously returned for the servicing which correlate to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed that no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case status: open summary: 8110 error 13-1033-149 (npi). Case notes: problem description (B)(6) 2018 06:51:20 (B)(6) (B)(6) to isolate problem fault to logic board for repair/replacement. Serial number (B)(6)

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service unrelated to the complaint or service history. A complete quality notification review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and previously returned for the servicing which correlate to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that no similar complaints with the same or related failure mode. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(6). Case status: open. Summary: 8110 error 13-1033-149 (npi). Case notes: problem description (B)(6) 2018 06:51:20 (B)(6). Assist (B)(6), to isolate problem fault to logic board for repair/replacement. Serial number (B)(4).